Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device I was reported that the cause of death was unknown. No further information was available at this time.

Manufacturer narrative:
Should have been tendril sts rather than blank.